Event description:
It was reported that during eri generator change, loss of capture and high impedance along with decrease in r wave amplitude were observed when the lead was attached to the replacement device. Lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high impedance and loss of capture was not confirmed. Visual inspection found that the lead body insulation was cut at 29.9 cm from the connector pin during the surgical procedure. The ring electrode/sensing conductor was cut and severed at the same location. Electrical analysis found an open circuit at the ring electrode/sensing conductor. No performance anomaly was found that could have caused or contributed to the field observation of high lead impedance and loss of capture. No evidence of a lead fracture was found.